Event description:
It was reported that this left ventricular (lv) lead exhibited rising in impedance and capture threshold. Boston scientific technical services (ts) review the data and confirmed the clinical observation. There was also loss of capture (loc) on the lv lead. Ts recommended troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).